Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose. The customer¿s blood glucose level was 520 mg/dl at the time of incident, the current blood glucose level was 228 mg/dl and 523 mg/dl. The customer treated high blood glucose level with insulin pump. Based on customer¿s report customer does not allege insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The device will be returned for analysis.